Manufacturer narrative:
Device evaluation based on the device analysis grid; the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Additional observations: stress marks observed are assessed as non-penetrating nick. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later, healthcare professional reported "failed right implant" and later confirmed rupture. Device has been explanted.